Event description:
The pump was returned for investigation. Investigation revealed a dent on the button key contact over the up arrow button. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: investigation revealed a dent on the button key contact over the up arrow button. The keypad was found to be torn around the contrast keypad button. All keypad buttons were found to be responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.